Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) it was found that unit had fault code 137. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: name and email: (B)(6), occupation: nurse. A getinge fse evaluated the unit and replaced the "video generator board" from which the equipment had passed all the functional and safety tests and the unit was returned to the customer for the clinical use. The failure analysis and testing department received the parts associated with this complaint (video gen. Board). This part was received with a reported unit failure message of found faulty code 137. Performed visual inspection of this part received and part looks to be in good condition. Installed the video gen. Board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of fault code 137. The failure analysis and testing department did not observe any fault code while unit pumped for 2 hours. Video gen. Board passed testing. Sending video gen. Board to the supplier as per procedure (B)(4) rev ap. Part 0670-00-0781 no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.